Event description:
It was reported that there were issues with low impedance measurements. The measurements were "1 & 2 = 59 ohms, c & 0 = 1013, c & 1 = 704, c & 2 = 704, c & 3 = 900." The therapy settings were "-1 -2 + 3, 4.0 volts, 90 pw, rate 185." The therapy impedances measured "1002 ohms & ma - 4.003." Reportedly, an impedance check was performed during the device replacement on (B)(6) 2013. The patient was receiving benefit from therapy and was not experiencing issues. Therapeutic settings were in "normal range." The leads were not replaced at this time. There were no patient symptoms/injuries related to this event. The patient was alive and without injury or adverse event at the time of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0211551v, implanted: (B)(6) 2002. Product type: lead: product ID 3550-09, lot# n226964, implanted: (B)(6) 2010. Product type: accessory: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3387-40, lot# j0211551v, implanted: (B)(6) 2002. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4).